Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 195 mg/dl, 65 mg/dl, and 85 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.